Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 11 mmol/l, current 3.6 mmol/l. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump also had a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.